Manufacturer narrative:
(B)(4) date sent to the FDA: 12/22/2016. (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what instruments were used to grasp the needle? Where was the needle grasped during use? In what date was the re-operation performed to retrieve the needle? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent cesarean section procedure on (B)(6) 2016 and suture was used. During the procedure, the tip of the needle broke and the surgeon was later notified by a nurse that a foreign body was found in the patient. It was reported that an x-ray was taken to locate the foreign body and a second procedure was performed to locate and remove the foreign body from the patient. Additional information has been requested.

Manufacturer narrative:
The evidence of this examination indicates that the breakage occurred at the tip of the actual needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Representative samples passed visual and functional tests.